Event description:
Leaking filter on IV. Extension tubing set at filter site. IV zosyn began to "squirting" out around filter site during dose infusion period after tubing had been connected for approx 18 hours.